Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during maintenance, a 980 ventilator generated an exhalation flow sensor error message and failed the power on self test (post). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the exhalation flow sensor. The ventilator passed all test.

Manufacturer narrative:
Product analysis: an exhalation valve flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed and found the thermistor component within the flow sensor chamber was damaged. The returned component was installed into a test ventilator for analysis; functionality testing was performed and errors were recorded in the diagnostic log. An investigation was performed and the product analysis technician reported that the reported event was confirmed. The fault was isolated to a damaged thermistor in the evq. This type of damage was most likely caused by customer handling or use error. The pb980 series ventilator operators manual provides instruction on replacing / reseating the flow sensor assembly. If information is provided in the future, a supplemental report will be issued.